Manufacturer narrative:
The device was received fully deployed; however, the soft cannula was observed to be torn. The damaged soft cannula measured under specification. The investigation could not determine the cause or timing of the damage to the soft cannula. The download data shows the pod delivered 57 pulses and was deactivated by the user at the end of second prime. No abnormalities were seen in the data. The investigation found no damages or deficiencies that would contribute to the cannula failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle mechanism deployed. The cause of the reported cannula failing to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap4a.250205.002. Smartphone hardware: pixel 9 pro xl. Cgm sensor type: g7.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed.